Event description:
Pt found at 8am (approx 1 hour after dialysis initiated) unresponsive in dialysis recliner. A large pool of blood was under their chair and the venous bloodline from the dialysis machine was found disconnected from the lumen of the right internal jugular dialysis catheter. A code blue was called, ems responded, pt transported to ER where they died.